Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 59 mg/dl with irritability while traveling and consuming unfamiliar foods, and the event was treated with oral glucose (juice) with glucose trending upward though not yet in range at the end of the call; no assistance from others, fingerstick confirmation, hospitalization, or emergency care occurred, and no device problem or component malfunction was identified due to insufficient information. Symptoms included hypoglycemia and irritability. Outcomes included unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.